Event description:
It was reported that during an "endopyelotonomy" procedure using the b1005 acucise rp35, a vessel was cut during the procedure and caused bleeding. It was reported by the territory manager that the procedure was performed by the book. The pt required blood transfusions. No further pt injury or complication has been reported.